Event description:
Indication: common variable immunodeficiency, unspecified. Spontaneous report. Pt stated that at last infusion, the curlin pump displayed an error screen and medication was not infusing through tubing. 90 minutes into infusion pt noticed that the screen was cycling through steps on pump, but medication bag was still full. He contacted his nurse, who walked him through resetting pump and repriming tubing twice. Then an error message for battery came across pump screen. After changing the tubing, pt was able to get the pump working. And completed infusion. Pt experienced no side effects or symptoms and is doing fine. Scheduled curlin pump exchange. Pt was able to complete infusion. Pt experienced no clinical issues/concerns due to malfunctioned pump. Pump is available for investigation; new pump is being set up to ship to pt. Reported to cvs/caremark by pt/caregiver.